Event description:
Patient developed crepitus (definition: grating, crackling or popping sounds and sensations experienced under the skin and joints or a crackling sensation) a few months post operatively. On reoperation, the surgeon found that one of the anchors had backed out and was proud in the joint. Joint appeared to have degenerated as a result of the proud anchor.

Manufacturer narrative:
(B)(4).